Event description:
Evar (endovascular aneurysm repair) was performed. When the device was placed, it fractured and the fractured part remained in the pt. The part was secured with a luminexx stent. No adverse effect on the pt.

Manufacturer narrative:
The PMA/510(k) number is: p0050017/s002 and s003. There were no (B)(4) devices of lot number c640600 in stock at the time of the complaint investigation. A document based investigation was carried out as the device involved was not available for eval as it was still in the pt. It is not possible to confirm this complaint or determine how the stent fractured as the stent was not returned for eval. Prior to distribution all (B)(4) devices are subject to visual insp and functional checks to ensure device integrity. A review of the mfg records for (B)(4) of lot number c640600 revealed no discrepancies related to this complaint issue. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurence is rare. Complaints of this nature will continue to be monitored for emerging trends. There was no adverse effects on the pt.